Event description:
Distributor is reporting that their customer /customers are reporting that they are not getting a smooth cut around the bell , cutting the foreskin is not east and is causing concern from their doctors .

Manufacturer narrative:
No samples returned. The pictures shows scratches and the brass showing through.